Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a peeled dso seal. There was no evidence in the device's event history log. Three accuracy tests were performed. Upon review, the reported problem was unable to be duplicated. It was determined that the expulsor was the root cause of the over delivery. The expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; d3, g1,g2 email is: (B)(4).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was under infusing. No adverse patient effects were reported by the customer.